Manufacturer narrative:
.

Event description:
An adverse event paper titled "teaching neuroimages: obstructive sleep apnea triggered by vagus nerve stimulation" was published which reports of a vns patient suffering obstructive sleep apnea reported as worsened with vns therapy. Attempts for additional relevant information have been unsuccessful to date.